Event description:
It was reported that a patient with a 23mm aortic valve implanted for two years, 11 months underwent a redo aortic valve replacement due to prosthetic valve endocarditis due to staph capitis sustained bacteremia, large vegetations, mild-to-moderate stenosis, and mild-to-moderate regurgitation. A 25mm valve was implanted in replacement. The patient was transferred to the postoperative cardiothoracic unit in satisfactory but critical condition. The patient was discharged home on pod #4. According to the implant data card, the explant was not due to a deficiency in the original device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm aortic valve implanted for two years, 11 months underwent a redo aortic valve replacement due to unknown reasons. A 25mm valve was implanted in replacement. The patient was in recovery. According to the implant data card, the explant was not due to a deficiency in the original device.